Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was unable to be interrogated. Troubleshooting was performed, which didn't resolve the issue. This ICD remain in service. No adverse patient effects were reported.